Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that when the device connected the endoscope of 170 series, a scope communication error b30 appeared on the monitor and when the device connected the scope cable maj-1430, an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the investigation result, omsc assumed that the reported event that the scope communication error b30 occurred was caused by contact failure due to loosening of scope connector lock. The loosening of scope connector lock may have been caused by physical stress due to user handling. And omsc also assumed that the reported event that no endoscopic image was displayed when the device connected the scope cable maj-1430 was caused by the defect of the printed circuit board for endoscope control, image reading, and preprocessing. The defect of the printed circuit board may have been caused by accidental failure of parts on the board. If significant additional information is received, this report will be supplemented.